Manufacturer narrative:
D10 concomitant medical products: reltack4xdpt reliatack device 4 deeppurc - (lot#n4g1805y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic parastomal hernia closure, during tacking of the mesh, it was able to tack partway through, but the handle felt like an empty firing during firing. When the tip of the cartridge was checked, it was found to be protruding. The cartridge was removed, and an attempt was made to replace it, but the cartridge could not be loaded, and its use was discontinued. A second tacker was opened; it was able to tack partway through, but similar to the first one, the handle felt like an empty firing during firing. The cartridge was able to be connected; however, the use was discontinued due to the event of the empty firing issue. A new tracker was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one single use loading unit (sulu) had a tack protruding. Further evaluation noted that the sulu were empty and the protruding tack was stuck. It was reported that the device was only able to tack partway through. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the handle felt like an empty firing during firing and could not be reloaded when the cartridge was replaced. The reported issues were not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.